Event description:
The account alleges that the brakes will not function. No injuries were reported.

Manufacturer narrative:
The technician discovered the shoulder bolt in the brake linkage missing. The technician replaced the shoulder bolt, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.